Event description:
On 8/6/96, co received a complaint concerning one of there products, model# 3608-03 port. No complaint was filed until 9/24/96 when the product was returned. Initial report states the port is suspected to have been leaking.